Event description:
Customer reports the following: "upper case malfuction. "On/off", "fast up" and "fast down" button of keyboard is not responding to pressing. Upper case replaced to new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The device was not returned to brézins for investigation as it repais were carried out locally. Replaced "upper case agilia sp" was received at brézins for further investigation. A visual check was performed on the part and nothing to notice. Then, the part was cross tested with tester lab to verify the claim. The analysis shows that the two fast up and down buttons did not work. We found some traces of oxydation on the keyboard tracks. Therefore, the reported event has been reproduced. The reason for the failure is probably due to the use of the wrong cleaning products which oxidised the keyboard tracks and blocked the 2 buttons. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.